Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately ten days post implant the patient experienced phrenic nerve and diaphragmatic stimulation. Pocket stimulation was also noted. The right atrial (ra) lead had dislodged and was confirmed by x-ray and physician. The ra lead was reprogrammed and turned off and lead revision was completed and the ra lead remains in use. The right ventricular (rv) lead exhibited no capture at high output and under-sensing of the r-wave was noted. X-ray and physician confirmed the rv lead had dislodged. The rv lead was removed and replace. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. The distal low voltage electrode of the lead was covered in body tissue. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.